Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's ECG line was broken and no injuries occurred. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The ECG cable was damaged and as a result, the ECG signal was unstable. At this time, the customer has not requested for getinge to repair the unit. If any additional repair information is received, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's ECG line was broken and no injuries occurred.